Event description:
Update rec'd 7/20/15 - ppd with medical records received. Correct doi provided. Upon revision, brown fluid, metallosis, metal debris, and osteolysis were noted. The information received does not change the MDR decision.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleged the patient suffered pain, disability and exposure to chromium and cobalt as a result of the asr implant. Doi: (B)(6) 2008 - dor: none reported (left hip). Pt is a resident of the state of (B)(6). Update - added cup head and stem and sleeve, added sales rep details, revision date, patient date of birth , surgeon. Taken from der dated the (B)(6) 2015. Sales rep - (B)(4). Patient date of birth - (B)(6) 1932. Revision date - (B)(6) 2015. Surgeon - (B)(6).

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.